Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed baseline testing. The monitor's electrode belt receptacle was damaged with the white pulse wire cut, causing the baseline testing failure. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.